Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the disease that was expected to be treated was cerebral hemorrhage. According to the report, the patient had intraventricular drainage surgery, and the doctor "could not lead the blood." Reportedly, the doctor had to replace with a new one to complete the surgery. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned product was found to be not patent. The patient line was found to be occluded at the top of the drip chamber. There was proteinaceous debris noted within the device. The device was observed to be broken at the drainage line stopcock below drip chamber. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.